Event description:
The customer reported that, during a therapeutic myomectomy procedure, their tip of the fixed jaw of their thunderbeat device was broken off. A new device was used to complete the procedure successfully. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.